Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate results obtained with the subject meter compared with another device, performed within an unspecified time of each other. The patient reported results of "120 and 90 mg/dl;" however, did not specify which results was obtained with which meter. This complaint is being reported because the alleged inaccuracy remained unresolved. There was no indication that the product caused or contributed to an adverse event.